Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. A secondary MDR was reported under 3014526664-2021-00074 (B)(4) as it is unknown which device may have caused the customer reported issue.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, resistance was felt when using the enroute 0.014 guidewire. The site took an intravascular ultrasound (ivus), which showed a dissection of the common carotid artery next to the arterial sheath. The physician then placed an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.